Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Results: two photos were available for review. Photos show a glass tube that was broken. Glass breakage/cracks can occur due to j cracks, fire cracks or fractures of the tube. Breaks can also occur during the manufacturing and shipping process. Conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. Without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported that when the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube lt. Blue bd hemogard¿ tube was inserted into the holder it cracked. No injury or medical intervention.